Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 750 mcg/day) via an implantable infusion pump. It was reported that the day after a pump replacement, the patient experienced overdose symptoms and ended up in "some sort of deep sleep" and needed to be admitted. It was confirmed that the drug did not change between pumps and a full system prime was done prior to implant. The cause of the overdose was unknown. The issue was resolved. No further complications were reported.